Event description:
Elderly female with recent history of hypoxic respiratory failure. Procedure: chest tube insertion. The guidewire used for the chest tube insertion unraveled. Unravelling occurred when the provider pulled the wire out of the patient. No known harm to patient. Manufacturer response for catheter and tip, suction, wayne (per site reporter) will obtain.